Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that cause of the message was unknown. When asked what steps were taken to resolve the issue they stated that their doctor suggested replacing the device as it was near it's end of useful life. They stated that this issue had not yet been resolved as there was a waiting list to get the device replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. The reason for call was patient said that yesterday they were at work and all of a sudden they got a surge of electricity. Patient said that they work in a building with a lot of scientific laboratories and they thought it was something that was happening in one of the laboratories that was activating it. Patient left the building, went to the front of the building and it was still happening. Patient walked across the street and it stopped. Patient came back in like half an hour later and it wasn't happening anymore. 3 hours later it started again and was doing the same thing, like every 2 minutes it would do a surge. Patient then got on their bike and started riding home and got like half a mile away from the building before it stopped again. Patient stated they have not tried to connect to ins with programmer. During the call the patient saw a low ins battery message on their programmer. Patient mentioned historical information that over the last couple years they have felt "terrible activation" when walking through security gates. Reviewed guidelines. Agent focused on reason for call. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.